Event description:
Per the patient, he has experienced several laser surgeries to remove keloid growths at the site of the fixture (dates not reported). The patient also reported that the first implanted fixture (date of first implant was not reported) failed to osseointegrate and fell out. More information has been requested but was not available at the time this report was filed november 5, 2009.

Event description:
Pt was revised. Reason for revision surgery is not know at this time.

Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, revision surgery occurred in (B)(6) 2009. The patient is no longer using this device.(B)(4). Device remains implanted.